Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they have been having a lot of problems with their left side chest, the side that their stimulator is on with pain shooting down the top of their back or their arm, the rheumatologist they saw thinks it is due to their stimulator and told them to call the doctor who put it in. Pt said they are lucky if they can sleep an hour or two at night, it is like they are having a heart attack, they have gone to the hospital 3 times, once by ambulance. Pt said they did ekgs, x-rays, and blood work and they said everything was good and it is not their heart. Redirected to their doctor. Pt said they have not heard back from the healthcare provider (hcp) yet.